Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. No data was found in the logs to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the test system and the unit powered on showing a blank screen. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to an electrical component issue in the monitor.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon side console(ssc) left eye/monitor was black. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a dual console system. No troubleshooting was performed during the process. The procedure was completed robotically using the other console.